Manufacturer narrative:
Additional information was received on 11/23/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/9/2020 . Device evaluation summary: according to the information received, the patient experienced inflammation in her left breast. During the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. H6 investigation findings appropriate term/code not available c22: cosmetic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that patient's race, date of event, date of birth, patient age at the time of event, age unit and ethnicity was erroneously omitted in initial report. Correction, patient is a 48-year-old caucasian female patient who underwent breast augmentation revision. Patient's date of birth is (B)(6) 1968. Date of event is (B)(6) 2018. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
Additional information was received on 10/28/2020, patient underwent removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 500cc mentor memorygel breast implants experienced right sided rupture and left sided inflammation post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.